Event description:
The user received an analyzer alarm and found the f3 fuse was not operational on the analyzer. The user also noted a buildup of "soot" at the fuse area and an "electrical burning smell". No one at the laboratory was injured. No erroneous results were generated and no patients were affected. The field service representative determined the fuse f3 had blown and replaced it. He verified the analyzer operation by confirming initialization of the instrument and observing normal operation.